Event description:
It was reported that patient presented with high lead impedance in pre-op, low output current, and low battery. Several diagnostics were ran multiple times continued to receive high lead impedance while full output current could not be delivered. Due to a combination of high impedance and age of the electrodes, the surgeon proceeded to a full revision and replaced the electrodes as well as the battery. All diagnostics were normal after the revision. The old lead was clipped with less than 2 cm remains. The suspect product has not yet been received into product analysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.